Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with provocative testing, though not consistently. The device was reprogrammed in an attempt to resolve the issue. A chest x-ray revealed no lead anomalies. On (B)(6) 2015 the lead was explanted and replaced. There were no adverse consequences and the patient was discharged home the following day.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.0 cm to 21.2 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.